Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced a pericardial effusion due to a perforation caused by a dislodgement of the right atrial (ra) lead. The lead exhibited poor sensing and loss of capture at maximum output. A pericardiocentesis was performed, and the lead was explanted and replaced. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.